Event description:
It was reported that over the past year, this pacemaker detected varying right atrial (ra) lead impedances with some measurements exceeding 3000 ohms. All other ra lead impedance measurements are within normal limits. There was some farfield oversensing of ventricular pacing (vp) on the ra channel. The a blank after vp was extended to 150. Technical services (ts) recommended considering unipolar pace with bipolar sense on the ra lead. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that over the past year, this pacemaker detected varying right atrial (ra) lead impedances with some measurements exceeding 3000 ohms. All other ra lead impedance measurements are within normal limits. There was some farfield oversensing of ventricular pacing (vp) on the ra channel. The a blank after vp was extended to 150. Technical services (ts) recommended considering unipolar pace with bipolar sense on the ra lead. No adverse patient effects were reported. The device remains implanted and in service.